Event description:
Boston scientific provided the following information: patient presented to ER due to strong stimulation at the device pocket and in her right arm. Interrogation showed device was in safety mode as well as oversensing and noise on the leads. The system was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.